Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
It was reported to philips that the nav ring was unresponsive. There was no patient involvement or harm. This event was reported to have occurred during preventive maintenance. There was no delay to therapy. The device was sent to the bench for preventive maintenance. The bench technician observed the nav ring was unresponsive so the front bezel should be replaced. Further information has been requested. If additional information becomes available at a later date, a follow up report will be submitted.

Manufacturer narrative:
Following the evaluation of the device, the bench technician replaced the front bezel to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and the service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications. A similar investigation on a similar failure indicates the root cause of the failure was determined to be liquid ingress due to the variability of the assembly process that causes the navigation ring to fail.